Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a (B)(6) year-old female patient (gravida 6, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 ((B)(6) 1995, (B)(6) 2000, (B)(6) 2002, (B)(6) 2006, and (B)(6) 2010). Concurrent conditions included morbid obesity. Concomitant products included ibuprofen since 2010. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced rash ("skin rash"). On (B)(6) 2011, the patient experienced urinary tract infection ("infections : utis") and pelvic pain ("severe pelvic pain/pain"). On (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), abdominal pain lower ("right lower quadrant pain") and abdominal pain ("abdominal area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, hypersensitivity, urinary tract infection, pelvic pain, rash, depression, anxiety, abdominal pain lower and abdominal pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, depression, device dislocation, hypersensitivity, pelvic pain, pregnancy with contraceptive device, rash and urinary tract infection to be related to essure. The reporter commented: current weight (B)(6). Patient did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: plaintiff fact sheet received. Event abdominal area pain was newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 5 ((B)(6) 1995, (B)(6) 2000, (B)(6) 2002, (B)(6) 2006, and (B)(6) 2010). Concurrent conditions included morbid obesity. Concomitant products included ibuprofen since 2010 and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced rash ("skin rash"). On (B)(6) 2011, the patient experienced urinary tract infection ("infections : utis") and pelvic pain ("severe pelvic pain / pain"). In (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), abdominal pain lower ("right lower quadrant pain") and abdominal pain ("abdominal area pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, hypersensitivity, urinary tract infection, pelvic pain, rash, depression, anxiety, abdominal pain lower, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, depression, device dislocation, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: current weight 280 lbs. Patient did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2019: pfs received. Reporter's information was added. Added event abnormal bleeding (vaginal, menorrhagia). Updated onset date of events. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.